Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries (B)(4) connected to power port 1 (ps1) and power port 2 (ps2) registered values of battery capacity above of 202. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Log files also revealed a power disconnect alarm logged on (B)(6) 2016 at 21:47:01. Battery (B)(4) was connected to ps1 at the time of this alarm. The power disconnect alarm was most likely due to a communication error between the controller battery. The most likely root cause of the reported event can be attributed to momentary disconnections of the battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient stated that there were 4 episodes of power switching with 4 different batteries. In each episode, there was a sudden power switch from power source 1 with a fully charged battery to power source 2. The power source 1 indicator, the battery 1 indicator and alarm indicator were all turned off with intermittent beep alarm.